Event description:
It was reported that the patient was unable to turn stimulation on. The display showed a "call your doctor" icon. An out-of-regulation condition was reported. It was noted that the patient had been implanted with a pacemaker the days before, and that the pacemaker was functioning as designed. The patient's neurostimulator was checked and all was well. It was reported that the problem was that the pacemaker telemetry wand had been over the patient's pacemaker and had been interfering with the patient's dbs programmer. See also MFR. Rep. # 3004209178-2012-07368.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3387s-40, lot# v727691, implanted: (B)(6) 2011, explanted: na. Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.